Event description:
It was reported that the insulin gauge displayed an amount different than expected, showing 70 units instead of the anticipated 260 units. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by support to disconnect and deliver a 10.2 unit bolus to update the insulin estimate and was educated on completing the cartridge air removal step before filling the cartridge. The customer understood and acknowledged the instructions.